Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. The customer stated they have replaced the battery three times, but the alarm persisted. Customer's blood glucose was 162 mg/dl at the time of the call. Troubleshooting found small plastic pieces coming off of the battery compartment. It was found the contacts were missing on the battery cap. It was found the customer received a failed battery test alarm at the end of troubleshooting. The customer will be sent a replacement battery cap. Customer declined to return the product for analysis.